Event description:
Pt's spouse reported that with the pt's last several infusions, as the nurse ramps up the infusion rate the "occlusion" alarm goes off, though they check for occlusions and find none. Pt's spouse advises the pump has also been running slower with each infusion and battery changes have not been helpful. The device serial number was not provided. Pt's spouse did not report the pt experiencing any adverse events or missed doses due to the pump issue. Device is available for return upon the pt receiving return shipping materials. Strength: pt is infusing 50 gm/500 ml gammagard, made up of 1-30 gm/300 ml vial and 1-20 gm/200 ml vial. No additional details, dates, or information provided. Indication: myasthenia gravis without (acute) exacerbation, toxic myoneural disorders, and acute myeloblastic leukemia, not having achieved remission.